Event description:
It was reported that a ventilator had a loss of communication during patient use. The patient was removed from the ventilator and placed on another ventilator. There was no report of serious injury or death with this event.

Manufacturer narrative:
(B)(4). Covidien inspected the device and replaced the interface line 2 printed circuit board ( pcb) and upgraded the software to the current software level. The ventilator passed all testing.

Manufacturer narrative:
(B)(4)